Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the electrodes. No visual defects were observed. The device was evaluated for electrical function. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use. The device passed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. Based on the results of the evaluation, the reported complaint was not confirmed for the reported failure mode "failure to deliver energy".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb mid-level practitioner was using the vasoview 7xb to harvest the radial artery. After dissection of the radial artery was completed, the practitioner attempted to ligate branches using the vasoview. However, the device failed to active and therefore the branches could not be ligated . The practitioner tried a new power cord, a new foot pedal, and a new bovie machine. After everything was changed out, the device would still not activate. Therefore, the defective device was removed and a new vasoview 7xb was opened. When the new device was connected, it immediately activated and therefore the practitioner was able to ligate the branches. The radial artery harvest was finished in an endoscopic manner and no adverse outcomes occurred due to this malfunction.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb mid-level practitioner was using the vasoview 7xb to harvest the radial artery. After dissection of the radial artery was completed, the practitioner attempted to ligate branches using the vasoview. However, the device failed to active and therefore the branches could not be ligated . The practitioner tried a new power cord, a new foot pedal, and a new bovie machine. After everything was changed out, the device would still not activate. Therefore, the defective device was removed and a new vasoview 7xb was opened. When the new device was connected, it immediately activated and therefore the practitioner was able to ligate the branches. The radial artery harvest was finished in an endoscopic manner and no adverse outcomes occurred due to this malfunction.